Event description:
A representative reported they were performing a dye study to check for an occlusion. At the last refill the patient¿s healthcare provider ¿got out more medication than expected¿. The volumes were not reported. The representative also noted that the catheter listed in the programmer was unknown in the system, and it displayed ¿other¿ at 0.150 ml for the total volume. They were uncertain if they should prime 0.150 ml after the dye study. It was reviewed that 0.150 ml was approximately 68 cm of catheter, and it was recommended they discuss with the physician if that made sense for the patient. The medication used within the system was lioresal. The representative later reported that the patient¿s symptoms included increased spasticity. The actual residual volume was 40 ml and the expected residual volume was 21 ml. The representative later noted that ¿they thought a catheter occlusion was the cause of the discrepancy¿. At the previously reported dye study, they were not able to access any drug from the catheter access port. The patient was put on oral medications. They were referred for a catheter revision.

Manufacturer narrative:
Concommitant medcal products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).